Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.